Event description:
It was reported that the patient hadn¿t received any benefit from the pump due to the dose being slowly increase. They were conservative in the first 6 months, slowly increasing the dose. The patient had been having severe pain for a year and a half with the current pump. The dose had been changed weekly because she was not getting relief from the pump. A dye study was performed on the day of this report and it was found that the pump wasn¿t working. It was later clarified that the dye study revealed that the catheter was not flowing. No changes were made at this time. It was reported that it was unknown if the pump was causing all of the patient¿s issues. However, as of (B)(6) 2014, the patient was in nursing care, and it was all because of the pump. The patient was referred for a catheter revision, which was performed successfully on (B)(6) 2014. No changes were made to the pump, drug, or dose. As far as the reporter knew, the patient was receiving effective therapy as of (B)(6) 2014. The device system was used to deliver morphine and bupivacaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n071802, implanted: (B)(6) 2006, product type accessory. (B)(4).